Manufacturer narrative:
Additional a4: added pt weight 100kg.

Manufacturer narrative:
H1: correcting to malfunction.

Manufacturer narrative:
H6: the device was discarded/not returned so no engineering evaluation will be performed. H1: updated to reflect malfunction and not serious injury.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed. Manufacturing evaluation results will be provided once they are completed.

Event description:
On (B)(6) 2019 the patient received an implant of gore® excluder® aaa endoprosthesis featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. A ceb231410a was placed in the right common iliac artery and after the internal iliac component hgb161407a was delivered, the physician attempted to withdraw the delivery catheter. As the delivery catheter entered the gore® dryseal flex sheath, the physician felt resistance and pulled sharply on the delivery catheter, and it was reported that the resistance was no longer appreciated. However, after withdrawing the delivery catheter, it was noted that the olive tip of the delivery catheter had disconnected from the remainder of the catheter. At this point, the physician advanced the en-snare 3-dimensional snare through the gore® dryseal flex sheath, and was able to capture the olive tip on the wire, and then withdrew the olive tip of the catheter from the patient over the wire and through the gore® dryseal flex sheath. No clinical sequelae of any kind was noted, and the remainder of the procedure subsequently was completed successfully and without any issue. Patient was reported to be doing well.